Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 360 mg/dl. The customer stated that there is no physical damaged, no moisture or did not dropped nor bumped the insulin pump. The customer was advised to insert new battery to the insulin pump and customer stated that the display did not return. The patient was advised that the insulin pump need to be replaced. The customer was advised to revert to back up plan. The customer was advised that the cot loaner pump will be shipped. The customer was advised contact us if any further assistance is needed.